Manufacturer narrative:
This MDR is to correct the manufacturing date of the reported complaint.

Manufacturer narrative:
The device was in use for treatment. The lead was capped and was not returned for analysis. As a result, the allegations against this lead (fracture) cannot be confirmed. The lead was actively implanted for approximately 10 years, 7 months. A review of the device history record identified no rejects during manufacturing against this lot number. A review of complaints against this lot number identified no additional reports. Lead fracture is a recognized clinical event referenced in the instructions for use (IFU). This lead is no longer manufactured. Oscor will continue to monitor this lead for complaint trends. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. Sorin does not require a summary of the investigation. A review of the device manufacturing inspection procedure (permanent pacing lead final inspection) was review to verify that the device was inspected for the reported failure. The device is verify a 100% for electrical and visual function. As stated in the manufacturing procedure. Under sampling plan "all finished leads will be inspected 100% unless otherwise specified". Inspection of the product has to be performed under 10x microscope. Before performing inspection, remove tip protector tubing from all polaris/irox and the tips of steroid eluting leads. After completing inspection, re-attach tip protector tubing. "Electrical function: electrical resistance has to be checked with a multimeter. Record ohms readings on work order. All other polaris coated leads, use tip as contact. The contact should be done very carefully in order to prevent from damaging the coated tips. "D" dimensions (is-1 connectors): measure d dimension using optical comparator. Tubing inspection and criteria: all tubing will be inspected according to procedure, "criteria/inspection of polyurethane and silicone tubing". Per the physician's manual these possible complications are listed: with the use of endocardial leads, complications might occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. Adverse effects: lead related problems include, but are not limited to fracture, periodic or continued loss of sensing and/or pacing. Also listed are precautions: the use of the subclavian venipuncture technique for lead introduction may be associated with conductor fractures, irrespective of lead manufacturer. If the physician elects to use the subclavian venipuncture, a more lateral puncture site should be considered to avoid the subclavian muscle and costoclavicular ligament, or at least its densest part. The procedure is suggested to be done under fluoroscopic guidance. After placement, the lead should be checked by multiview cineradiography during movements of the ipsilateral upper extremity to ensure the lead(s) have not been entrapped. The posteroanterior chest x-ray can also be used to confirm that lead(s) are not entrapped. Clinical evidence suggests that certain upper extremity activities are contraindicated for persons with permanent pacemakers because they require movements that can cause damage to the leads and possible failure of the leads. Active people, particularly those who perform repetitive upper extremity exercise at work or play, should be cautioned that they could subject leads to damaging stress. Be sure to leave sufficient slack in the lead to compensate for body movements.

Event description:
Atrial lead was capped due to lead fracture.